Manufacturer narrative:
(B)(6). This report is for six unknown 3.5 mm screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Implant date: (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an open distal tibia/fibula fraction in (B)(6) 2015. The patient was implanted with one 10 mm rod, two angular locking screws, and one 5mm locking screw in the tibia. The patient was also implanted with one 8-hole 6.5 mm low profile reconstruction plate and six 3.5 mm screws. On (B)(6) 2015 the patient presented to the emergency room with puss and drainage from the site of the open fracture, which was suspected to be osteomyelitis. The patient was taken to the operating room on (B)(6) 2015, all hardware was removed. During the explant it was found that the tibial nail and the two angular screws were broken. No fragments remained. No surgical delay was reported, however it was noted that the patient had bone growth and healing which lengthened the procedure. No new hardware was implanted. The patient status was reported as stable. This report is for six unknown 3.5 mm screws. This is report 5 of 5 for (B)(4).